Event description:
It was reported that the device was programmed to provide adaptive cardiac resynchronization therapy (crt) pacing; however, neither bi -ventricular nor left ventricular pacing was occurring. The device will be reprogrammed in the clinic and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.